Event description:
Routine percutaneous coronary intervention (pci). Doctor inserted the stent over wire. Once the stent device was advanced to the lesion it was noticed the stent struts were not in line with the central markers. He then pulled the stent back into guide and tried to remove from the guide. It then got lodged in the accessory kit/tuohy. The tuohy was then removed, and stent found in the device.